Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a bad latch lock sensor was found. The latch lock sensor was replaced to fix the issue.

Event description:
The device was returned because the latch or lock was too sensitive. The results of the investigation found that the device's latch lock sensor was defective. There was no patient involvement.